Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, on the first firing of the device a crack sound generated, and stapling could not advance. They used another reload and tried to fire again however the handle was idling and the device couldn't fire. They then used another handle to resolve the issue to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.